Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log found hardware battery errors. The reported event of a hardware error was confirmed. The root cause was determined to be a defective battery.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.